Event description:
Information received indicates the head section is drifting.

Manufacturer narrative:
While performing function checks the technician noticed error codes 30-49 and 30-34 which both say replace left care giver board. Repairs have not been completed.